Event description:
During a colonoscopy procedure, a cook instinct endoscopic hemoclip was used. The clip closed onto the site but would not release from the deployment device. A pop was felt in handle [drive wire broke in the handle], and the clip opened by itself and was removed without incident. The originally intended procedure was completed successfully with four more cook instinct endoscopic hemoclips. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the lot number could not be specified by the initial reporter, but did confirm the occurrence involves one of the two following lot numbers: w3257131, manufacture date 02/27/2013, expiration date 02/27/2016; w3408989, manufacture date 03/25/2014, expiration date 03/25/2017. Our laboratory evaluation of the product said to be involved confirmed the drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper torque of the securing component. The handle spool was disassembled to verify the condition of the securing component tip. The tip showed deformation where it contacted the drive wire thus indicating proper torque of the securing component. Using a hemostat to grasp the drive wire, the clip was opened and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was visually examined and determined that the drive wire was correctly manufactured. The hook at the distal end of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device was inspected for the presence of coined jaws and a "swaged" drive wire. The returned device doe snot have either of these attributes, therefore, this device was manufactured prior to implementation of corrective actions and must be of lot number w3257131. The device history record for the lot number w3257131 was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instruct the user to verify smooth handle operation and clip operation prior to use. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the probable device's device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.